Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-07340 and 3006705815-2023-07341. It was reported that the patient's leads had migrated and no longer receiving effective therapy. The migration was confirmed through imaging. It was also reported that ipg was flipped in the pocket. Surgical intervention took place where the leads and ipg were explanted and replaced to address the issue. Effective stimulation was restored.